Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was observed on the catheter tubing approximately 42.2cm from iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.051cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Additional initial reporters: (B)(6), (B)(6) / (B)(6), risk manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch #(B)(4) received 12aug2024: the balloon pump was placed (B)(6). At 0132 (B)(6) rn had augmentation alarms regarding a drop in augmentation. All lines, tubing, and insertion site were assessed. At 0142 augmentation alarms along with helium alarms were going off on the balloon pump. The nurse assessed the site again to find a small spec of blood. She called for help and the tubing filled with blood -- a sign of a balloon rupture. We clamped the helium line, put the balloon pump in standby, held the heparin continuous drop, and put the patient's head in trendelenburg. The balloon pump was removed quickly by provider at the bedside.

Manufacturer narrative:
Complaint record ID # (B)(4).